Manufacturer narrative:
The compressor was investigated by our field service engineer. It was reported that the compressor shutdown. The reported event could not be duplicated and no parts were replaced. The compressor passed all functional and safety tests and was cleared for clinical use.

Event description:
It was reported that the compressor shutdown. There was no patient harm. Manufacturer's ref.#: (B)(4).